Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification identified a loose, hard, black, jagged, particulate matter inside the patient line tubing. The reported condition was verified. The particulate matter was identified as a pin build up of burnt plastic material broken off during the extrusion process. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an insect inside the tubing of an amia automated pd cycler set. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.